Manufacturer narrative:
All operating currents are within specification. There were no unexpected low battery or off no power alarms noted. The pump passed the off no power test, selftest, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. They were unable to prime during the prime/ compromised force sensor system test due to a faulty force sensor resistor (gold). They were unable to complete functional test due to a prime anomaly. An intermittent button response was noted during testing due to the corroded keypad traces. The pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a stained address/serial number label. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was going up and he was getting sick. Customer's blood glucose went up to the 400's mg/dl on (B)(6) 2015 and he went to the hospital. Customer was given a shot and his blood glucose went down. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer went to the emergency room due to high blood glucose. Customer was wearing the pump at the time of the visit. Customer changed the set twice on saturday and thinks that it was a dense spot. Customer also had a keypad anomaly where the numbers were jumping while priming. Customer's blood glucose was over 200 mg/dl at the time of the incident. Customer's blood glucose was 315 mg/dl. Customer was advised that the pump will be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.